Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that a coblation wand was used normally; there is a "suspicious" that the wand burned the patient's skin, because the tip of the wand was really hot.

Event description:
It was reported that a coblation wand was used normally, there is a suspicious that the wand burned the patient's skin, because the tip of the wand was really hot. Skin burn has not caused any special treatment. Only normal wound covering was enough.

Manufacturer narrative:
Event or problem description updated. The product was not returned for evaluation and had been used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time.